Manufacturer narrative:
During further follow-up, it was confirmed that two devices were involved in this event. This is event 1 of 2 of the same event.

Manufacturer narrative:
(B)(6). (B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location is currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery device was inserted into the small battery drive device and immediately started to heat up the battery housing. It was further reported that the battery device was changed and the same issue occurred. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. An adverse incident report was filed by the facility (incident (B)(4)). All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.